Manufacturer narrative:
Qn#(B)(4). The device history review for the product investigation did not show issue visistat 35r 6/box lot# 73b2200288 related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were not firing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 38 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples did not form properly. It was observed that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. The next three staples also did not form correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples became misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were not firing. The patient's condition was reported as fine.